Event description:
A guideliner v2 catheter was being used in a coronary procedure when the pushwire separated from the catheter shaft. The shaft piece was retrieved using a snare and both pieces were removed from the patient without impact.